Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. The physician's name and email address were not provided to bsc. Good faith efforts to obtain the information are in progress. Once investigation is complete or new information is received, a supplemental medwatch will be filed.

Event description:
It was reported that the patient experienced a hematoma during the pulse field ablation (pfa) with the farawave ablation catheter. There was a local haematoma at the femoral access site, no wire or sheath introduced. It was noted that the right ventricle access was challenging with difficult anatomy and sonographic views. Due to the hematoma the patient was hospitalized for an overnight stay. Imaging and full blood work were performed, with no significant findings. The issue was resolved and patient was discharged. The device is not available for return due to disposal.